Manufacturer narrative:
The technician found that the brake casters had damaged stems due to normal wear and tear. An investigation was performed and this issue was addressed under an engineering change. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the bed will move when the brake is set if the bed is pushed on. The bed is located on the medical surgical floor at the facility. There was no pt/user injury reported. (B)(4).